Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, it was noted that there was a loss of capture on the right atrial (ra) lead. Diagnostic imaging was performed and revealed a dislodgement of the ra lead. During the lead revision procedure, the ra lead was unable to be repositioned due to a foreign material in the helix of the lead. The ra lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. A separate package was returned containing the steroid plug. The reported event of loss of capture was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The reported event of foreign material in the helix of the lead was confirmed. Visual inspection revealed that the steroid plug out of position. Visual inspection revealed the helix retracted and clogged with blood. After cleaning the helix region of blood and applying torque to the connector pin, the helix was able to extend and retract. The extended helix was measured within product specification. The cause of the reported event was isolated to the steroid plug out of position. Other damage noted is consistent with procedural damage.